Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix was fully retracted. The helix was able to be extended and retracted within specification.

Event description:
It was reported that during the implant procedure, the helix of the lead was unable to fixate after several attempts of retracting and advancing. It was also reported that the helix required more than 20 turns to advance "in the end." The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.